Event description:
Patient a: the patient received a 2nd degree skin burn in the area of the neck during an electrotherapy treatment. The burn appeared to be less than 1cm in diameter. The burn has healed. The specifics of treatment intervention, patient treatments, and treatment parameters were not provided by the therapist. Patient one of two.

Event description:
Patient b: the patient received a 2nd degree skin burn in the area of the neck during an electrotherapy treatment. The burn appeared to be less than 1cm in diameter. The burn has healed. The specifics of treatment intervention, patient treatments, and treatment parameters were not provided by the therapist. Patient two of two.

Manufacturer narrative:
A device evaluation was performed by our engineering department. Root cause is unknown because the device performed to specification and to its intended use. The engineering department did not find any problems with the device. The device labeling identifies adverse effects; skin irritation and burns beneath the electrodes have been reported with the use of powered muscle stimulators.

Manufacturer narrative:
A device evaluation was performed by our engineering department. Root cause is unknown because the device performed to specification and to its intended use. The engineering department did not find any problems with the device. The device labeling identifies adverse effects; skin irritation and burns beneath the electrodes have been reported with the use of powered muscle stimulators.